Event description:
It was reported, the gastrointestinal videoscope experienced blurring of the image and malfunction of the magnification function ¿ automatic image enlargement. The issue occurred during a diagnostic gastroscope procedure. The procedure was completed using a similar device and without delay. There were no reports of patient harm and the patient was not under anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following. The zoom feature did not work. Due to a damaged ccd (charged coupled device) unit, a foggy imaged occurred. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image was magnified without manipulation by an operator was due to the glue between the focus pipe and charged coupled device unit end peeled; subsequently, focus position was shifted to near position from normal regardless of operator¿s intention, then image became out of focus and the suggested event occurred. The event can be detected by following the instructions for use which state: the detection method is stated in operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.